Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance with the thumb advancer and carving was confirmed. A femoral angiogram results noted moderate calcification was present at the access site. It should be noted that the starclose instructions for use in the precautions section states: do not deploy the clip in areas of calcified plaque. In this case, the reported resistance appears to be related to the device angle changed during thumb advancer/slider stroke. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported resistance with the thumb advancer and sheath carving appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional peripheral procedure. Reportedly, resistance was felt during sheath splitting. The safety release mechanism was used and the starclose se device was removed. Sheath carving was observed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.